Event description:
It was reported that one day post implant of the right ventricular (rv) lead implant, the r wave measured was low. The lead was moved from a low septal position to a mid-septal position and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.